Event description:
Staff were attempting to place a cath over a guidewire but could not. They pulled back on the guidewire several cm's and noted a kink in the guidewire. A second attempt was made without success. The pt did go and have a left femoral placed under ultrasound guidance.